Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed a rash, redness, inflammation, and an infection under the sensor patch. The patient had itching and burning sensation in the area. On (B)(6) 2025, the reaction area was warm to touch which prompted him to go to the emergency room (ed) and he was diagnosed with a cellulitis infection at the sensor insertion site. The patient was prescribed an oral antibiotic medication (cefadroxil 500 mg, two times per day for five days). At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.